Event description:
It was reported that a stent dislodgement occurred. This 4.00 x 16mm synergy drug eluting stent was selected. For this procedure. While withdrawing the device from the patient the stent came off of the delivery system. No patient complications were reported.

Manufacturer narrative:
Date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.